Event description:
It was reported by service report that the fowler is raising on its own. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Stuck button on siderail control panel.